Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including excessive force. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-dec-2025, it was reported by a sales representative via phone that an ar-9106-03 vault lock glenoid trial bottom peg broke off. This occurred during use in a case with no patient effect. No delay to case. All fragments were removed and the case completed using another glenoid trial.